Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic connector damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during pm a getinge field service engineer (fse) found cardiosave intra-aortic balloon pump (iabp) device "fiber optic connector damaged". Fse replaced fiber optic connector, but the machine is still out of service for other repairs. Measurement details will be found on pm service order (B)(4), and unit will be returned for service once all repairs are complete.